Event description:
The patient's daughter reported that she received questionable results from coaguchek xs meter serial number (B)(4). At 7:00am, the result was 7.8 inr. She repeated testing on a new finger and the result was 7.8 inr. The patient was taken to the doctor and a laboratory test was done with a result of 3.4 inr. It was not known if the lab used dade innovin. The patient was then tested with the meter at 11:22am and the result was 4.6 inr from a new finger and a different hand. This result was believed to be correct as it was close to the laboratory result. The doctor was told of the results on the meter. The therapeutic range was 2.0-3.0 inr. The patient was not adversely affected and was treated based on the laboratory result. The patient had no known hematocrit issues, no antiphospholipid antibodies, and was not on heparin or direct thrombin inhibitors. The suspect meter and strips were requested for return. Replacement meter and test strips were sent. The suspect strips were not returned. The returned meter was measured with masterlot strips in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 3.4 inr & 2.9 inr. Donor hct: 48% & 40%. Testing results: donor #1: masterlot / customer meter & masterlot 3.4 / 3.5. Donor #2: masterlot / customer meter & masterlot 2.9 / 3.0. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred and the returned and the retention material met the specification. Retention investigation: relevant retention test strips (lot 20646421) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80) . For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable.